Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding a seating/locking issue involving a scorpio insert was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the device was not returned. Medical records received and evaluation: not performed as no medical records were provided. Device history review: the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusions: the exact cause of the event could not be determined because the subject device was not returned for evaluation. No further investigation is possible at this time. If the device becomes available this investigation will be re-opened.

Event description:
It was reported via stryker sales representative that the following event took place while a surgery was undergoing: "mr (B)(6) trialed the size of the prosthesis and checked its size and then put it into the knee using the correct instrumentation. The insert did not appear to sit down properly against the tibial plate. N. S. Noticed the wire in the insert was not in the correct position. Mr (B)(6) had to replace the insert with another. Removed and replaced prosthesis."

Event description:
It was reported via stryker sales representative that the following event took place while a surgery was undergoing: "mr (B)(6) trialed the size of the prosthesis and checked its size and then put it into the knee using the correct instrumentation. The insert did not appear to sit down properly against the tibial plate. (B)(6) noticed the wire in the insert was not in the correct position. Mr (B)(6) had to replace the insert with another. Removed and replaced prosthesis."